Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (c174awk) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported that the ICD recorded noise on the rv (right ventricular) lead. The noise was reproduced with manipulation, but it was not reproducible when the device was out of the pocket; therefore, unable to ascertain if this was a device header problem or a lead problem, both the device and lead were explanted and replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the ICD recorded noise on the rv lead. The noise was reproduced with manipulation, but it was not reproducible when the device was out of the pocket, therefore unable to ascertain if this was a device header problem or a lead problem. The device and lead were explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Model number (c174awk) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: no anomalies found. No anomalies found; distal segment returned and analyzed.